Event description:
The patient experienced return of symptoms following a CT scan. The patient was taken to the emergency room, prescribed oral medication and sent home. The patient did not hear any pump alarms. The patient was encouraged to contact her health care professional. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.